Manufacturer narrative:
As reported per the mhra adverse incident report, the patient experienced pain and discomfort post implant of the composix mesh. The report indicates the patient underwent an additional surgery, during which bowel adhesions to the mesh were noted and the mesh was explanted. Based on the information provided, no conclusion can be made. Adhesions are a known adherent risk of surgery and are identified in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. Without a lot number, a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported per (B)(6) ref: (B)(4): "the device (unspecified bard/davol composix mesh) was fixed (on (B)(6) 2020) with 28 titanium protacs (non-bard/davol protack), which I had not been told about. The device and/or protacs caused immediate excruciating pain and ongoing pain and great discomfort. A highly skilled and experienced surgeon removed the mesh (on (B)(6) 2020) and recorded adhesions of the mesh to the bowels. This would have caused fistulas and other problems to develop in time."